Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hemolysis. Post procedure, the physician became aware that the patient experienced hemolysis and managing now. The farawave pulsed field ablation catheter was disposed and not expected to return for analysis. It was further reported that the hemolysis event was identified by the physician and no further information on what kind of testing was performed to confirm the hemolysis. The hemolysis was managed by fluid management. The patient was admitted into the hospital overnight. Additionally, total lesion was 103 and baseline creatinine level of 1.1 mg/dl.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hemolysis. Post procedure, the physician became aware that the patient experienced hemolysis and managing now. The farawave pulsed field ablation catheter was disposed and not expected to return for analysis. It was further reported that the hemolysis event was identified by the physician and no further information on what kind of testing was performed to confirm the hemolysis. The hemolysis was managed by fluid management. The patient was admitted into the hospital overnight. Additionally, total lesion was 103 and baseline creatinine level of 1.1 mg/dl. It was further reported that baseline creatine pos procedure was at 4.0 mg/dl. The patient had issues with passing urine. It was not known if the physician ordered haptoglobin/ldh/bilirubin lab testing.